Manufacturer narrative:
This is one of two reports being submitted for this case. The investigation is ongoing.

Event description:
As reported by our edwards lifesciences affiliate in saudi arabia, regarding a mitral valve in-ring procedure using a 26mm sapien 3 ultra resilia transcatheter heart valve by transfemoral approach, during the procedure, resistance was felt while introducing the commander delivery system with crimped valve through the esheath+. After aligning the valve over the commander delivery system balloon, a slight bend in one of the struts on the outflow side of the valve was observed. The valve was fully retrieved into the sheath and subsequently removed as a single unit through the femoral access, along with the sheath. A new valve was opened and used and successfully deployed. Femoral vessels were assessed and found to be in good condition. As per pictures provided, a sheath liner strand and torn could be observed.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following sections of this report have been updated: b4, g3, g6, h2, and h6. The complaints for liner strand and liner punctured were confirmed based on evaluation of provided imagery. Available information suggests procedural factors (device manipulation) likely contributed to the event as it was reported that resistance was encountered while advancing the commander delivery system with crimped thv through the esheath. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. During the procedure, the sheath may sustain damage from additional device manipulation (e.g. High push force) or in combination with challenging anatomical factors. Anatomical characteristics may promote sheath damage directly via physical contact (e.g. Sheath interacts with sharp calcium nodules) and/or indirectly via suboptimal advancement angles (e.g. Sheath navigation through tortuous or restricted anatomy). Alternatively, damage due to suboptimal advancement angles may result from steep insertion angles, known to promote device non-coaxially. High push force used to overcome any resistance when navigating challenging anatomy can lead to sheath damage such as kinks, scratches, and/or tip damage. High push forces coupled with non-coaxial advancement trajectories can lead to liner damage due to direct interaction with crimped valve (e.g. Catching of bent strut). Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.